Event description:
During a code event, light would not turn on in the laryngoscope. This delayed resuscitation. No other details were provide by user. Complaint expresses a concern for potential future impacts related to non functioning laryngoscope light if it were to recur during a code event. No adverse impact to the patient was reported.